Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The lv setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. Additionally, the lv setscrew hex slot was cored out; showing evidence that a torque wrench was not fully inserted into the slot and was turned repeatedly. The defibrillation, pacing and sensing functions of the device were verified per automated testing.

Event description:
Boston scientific received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) the left ventricular (lv) lead impedance measurement was unable to be obtained. There was also noise present that was unable to be resolved. The impedance measurements with the pacing system analyzer (psa) were appropriate. There was a concern of a connection issue with lead bore/header so the physician removed the right atrial (ra) lead and inserted it into the lv port. The same issue presented. A new device was successfully implanted with appropriate measurements. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.